Manufacturer narrative:
Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd an scs sys including two percutaneous leads on (B)(6) 2008 for bilateral leg pain. It was reported that the pt experienced a gradual loss of stimulation due to lead migration. One lead had allegedly migrated out of the epidural space and the other had migrated down one vertebral level. Efforts to recaptured effective stimulation via reprogramming proved unsuccessful. Surgical intervention was undertaken to replace the pt's leads. No further complications were reported.